Event description:
It was reported that the device would intermittently not recognize the test plug when running the user test. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the intermittent reported failure. Physio replaced the therapy connector and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed connector and observed that contact socket in position #7 was very loose, causing intermittent operation.